Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 30133314l number, and no non-conformances were found during the review. Concomitant medical products: pentaray nav eco catheter (us catalog # d128211; lot # 30138139l); acunav catheter [non-bwi product] (us catalog # 10135936, lot # qe221110). Initial reporter phone: (B)(6). (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. After pvi was finished and the cavotrocuspid isthmus (cti) was being ablated, a steam pop occurred. Patient¿s blood pressure dropped, and cardiac tamponade was confirmed by the acunav catheter and transthoracic echo (tee). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardium. Patient¿s blood pressure recovered after pericardial drainage; however, the patient became hypotensive again. The patient was transferred to another hospital with percutaneous cardiopulmonary support (pcps) and received surgical treatment. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. No further details are available at the time.